Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the drawer 6 had issues closing due to the hard stop not being screwed in. A field service engineer (fse) opening the back panel, the hard stop was found completely loose with no screws holding it in place. The fse addressed that the main full height drawer 6 with excessive force frequently kicked the drawer to close it by the user, which caused all three screws to break completely in half. The screws were confirmed to have been present prior to the damage. The fse ordered replacement screws. The full height drawer hard stop was confirmed to be out of its socket. Necessary screws were installed to secure the hard stop, and the drawer was restored to proper opening and closing. The hard stop did not require replacement. Issue resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bar5 drawer did not close completely, and something was preventing the drawer from opening or closing all the way the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bar5 drawer did not close completely, and something was preventing the drawer from opening or closing all the way the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.